Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is unknown. Investigation summary ==> the complaint device was received jammed inside the expressew gun returned. The complaint can be confirmed. The needle was observed to be jammed inside the expressew gun. The distal tip of the gun was inspected, and it was observed that the distal tip of the needle was broken. The needle may become jammed when the gun has not been cleaned properly over the course of being reused, therefore allowing debris to build up within the gun. Needle breakages such as this one has been known to be caused by the user attempting to remove the needle from the distal tip of the gun, which is not the intended removal path. Therefore, stress is placed on the needle therefore causing it to break. However, given the information provided we cannot discern a definitive root cause for the reported failure. No lot numbers were supplied which precludes conducting a device history record (DHR) review. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the sales rep via cst that prior to a shoulder repair procedure the expressew iii autocapture+ was being tested. The disposable needle managed to get stuck in the device and would not come out. The scrub tech tried to remove the needle, but did not succeed. The procedure was completed by replacing the device with a replacement without patient harm or surgical delay.